Event description:
Per the clinic, the patient experienced dislodgement of the internal magnet resulting in device non-use, and the issue could not be resolved. The implanted device remains. There are plans to conduct revision surgery, but it is unknown if this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Per the patient's surgeon, the patient underwent revision surgery to replace the internal magnet on (B)(6) 2012. This report is filed (B)(4) 2012. Implanted device remains.

Manufacturer narrative:
Implanted device remains.